Event description:
It was reported that the 9600+ system c-arm will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reseat loose ground wire and reset circuit breaker. Ground wire reseated and breaker reset. The system was tested and found to be working as intended and placed back into service.